Event description:
It was reported that the patient underwent an MRI of his back. The patient's doctor diagnosed the patient as having discogenic disease at l3-4, l4-5, and l5-s1. On (B)(6) 2006: the patient underwent an l3-4 anterior lumbar interbody fusion and percutaneous posterior instrumentation where rhbmp-2/acs was implanted. Post-operatively the patient began experiencing radiating pain that extended downward from his back and into his left leg. On (B)(6) 2008: the patient underwent an l4-5 left sided microdiskectomy where rhbmp-2/acs was implanted. Postoperatively, the patient began to experience radiating pains from his back downwards into his right leg with numbness and tingling. On (B)(6) 2013: the patient underwent a right side lumbar hemilaminectomy from l5-s1, a right side lumbar foraminotomy from l5-s1 and a left side lumbar discectomy from l4-5 where rhbmp-2/acs was implanted. The patient continues to suffer from decreased mobility and flexibility that has left him unable to participate in many of the activities he previously performed. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to suffer from bone overgrowth causing nerve impingement, and chronic pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.